Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The fse found that the expiratory channel, monitoring and control printed circuit boards were damaged due to liquid contamination. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Monitoring board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. It includes a memory backup battery, which power supplies the internal memory on this pc board. If the battery on monitoring board is disconnected or if the battery voltage is too low, start up alarm configurations made in the service & settings menu, all logs, pre-use check results, date and time setting, and service reports are erased. The memory backup batteries must be replaced after five years. Control board is part of subsystem breathing bre. It includes a memory backup battery. A memory backup battery power supplies the internal memory (containing startup ventilation configuration) on the pc board. If the battery on pc is disconnected or if the battery voltage is too low, startup ventilation configurations made via the service & settings may be erased. The memory backup batteries must be replaced after five years. The most probable cause to the contamination is ingress of liquid/ improper humidity. Circumstances about the source of the liquid are unknown. It was concluded that the issue most likely was related to environmental issue. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's printed circuit boards were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).